Event description:
It was reported that during a catheter revision on (B)(6) 2012 (refer to manufacturer report #3004209178-2012-10160) an accessory kit was used which had a use by date of july 22, 2012 and was therefore expired. A medical decision was to be made as to whether to explant the accessory or leave implanted. The device system was used to deliver dilaudid (hydromorphone). Patient outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8590-9, lot# n261219, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Event description:
Additional information was reported that the patient was doing well.